Event description:
It was reported that the t:slim x2 pump battery would not charge, even after being connected to a tandem wall adapter for at least 30 minutes, with a power source alert 07 noted in the pump history. No specific impact on the customer's blood glucose level was reported. Technical support sent a replacement tandem cable and wall adapter via two-day shipping and advised the customer to use fast-acting insulin if the pump battery depleted before receiving the new charging supplies.